Manufacturer narrative:
Company rep evaluated the system. Corrections included rebooting and replacing the system's network switch. Communication was reestablished.

Event description:
Customers reported a communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.